Event description:
A complaint was received that indicated that the elite system is providing erratic results. Examples are 54, 311 and 117 mg/dl all within a few minutes of each other. While on the phone a review of the system was conducted. Electronic checks were satisfactory. The reagent strips that were being used were lot number n0j05cc090 expire dated 03/02 were being used. Control testing was conducted and results were out of specification. A request was made to return the entire system including reagents for evaluation.